Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. During the procedure, resistance was encountered while advancing the delivery system through the sheath. Despite this resistance, the delivery system and valve successfully exited the sheath tip, and the valve was implanted successfully. The delivery system was withdrawn through the sheath without issue. There was no damage to any edwards lifesciences devices, and no patient injury was reported. Vessel calcification and tortuosity were both assessed as mild. Pre-deco observation noted distal tip torn radially along distal liner edge and axially.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully expanded as designed. Sheath shaft curvature possibly due to packaging. Distal tip torn radially along the distal liner edge and axially. Hdpe stretching noted along the distal tip tear. Hdpe stretching noted along the distal tip tear. Scratches at the distal tip. Soft tip stretching observed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The complaints were confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.